Event description:
It has been reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard has been found experiencing 29 occurrences of slow needle retraction during use. The following has been provided by the initial reporter: safety mechanism delay retract.

Manufacturer narrative:
H.6. Investigation: bd received 29 insyte autoguard 20 gauge units from lot 8352539 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no damage to any of the components. The needles were reset to the out position and the tips were inspected. No damage was observed and retractions were successful and within the expected time frame. It was observed in the provided video that the catheters were not being advanced. Based off the visual inspection and testing the engineer was unable to verify the reported defect.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard has been found experiencing 29 occurrences of slow needle retraction during use. The following has been provided by the initial reporter: safety mechanism delay retract.